Manufacturer narrative:
Qc was within specifications prior to and after the event. System check performed in 2007, partially failed due to a qns on the last replicate. A field service engineer (fse) was dispatched to the customer's lab on the same day. The fse performed diagnostic testing which passed within specifications. The fse conducted carryover test which met specifications. The fse verified instrument per established procedures. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding a false negative (-) total bhcg (tbhcg) result from a single patient sample that was generated by the unicel dxl 800 access instrument. A patient sample was tested for tbhcg and a result of 0.00mlu/ml was obtained. The result was reported out of the lab and questioned by a physician. The customer collected a fresh sample from the patient and tested for tbhcg; the result was 6300mlu/ml which matched the clinical picture of the patient. (Printout for this result was not supplied). The customer then re-tested the original sample for tbhcg) and the repeated result was 5723.0mlu/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.